Manufacturer narrative:
The contribution of the device to the reported event could not be determined. Per the customer the device will not be returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that after 180cc blood was taken, the surgeon started the spin and walked away. Upon return for the sample, the surgeon noticed a leak coming from the tubing where the tubing meets the light sensor block. The rep stated that there was blood on the counter, and the injection could not be completed. The procedure was not completed, and was rescheduled. Additional information requested. Additional information received on (B)(6) 2019: the rep confirmed that no individual (surgical staff nor the patient) came into contact with the blood. The staff wore gloves and appropriate ppe when cleaning the spill the machine was cleaned with virox wipes and clorox, and everything was disposed of properly.